Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to start up. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed that the bios battery was low power (voltage was only 1.3v) which result in host pc can't start up normally. Fse replaced the bios batteries in host pc and ippc. After the replacement of bios batteries, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.